Event description:
It was reported the atrial lead was undersensing in unipolar. The lead was capped and replaced. No patient complications were reported as a result of this event, and the patient outcome was reported to be fine following the replacement procedure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.